Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor leaked. The product was not changed out. The surgery was completed successfully. A <1cc blood loss.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).